Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation. The graftmaster instructions for use specifies the rated burst pressure is 16 atmospheres. It is unknown if the exceeded rated burst pressure contributed to the event. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported the 2.80x19 graftmaster stent was deployed at 17 atmospheres (atm) to treat a perforation in the right coronary artery (rca). The stent did not seal the perforation. The perforation was sealed; however the treatment was not reported. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.